Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The valve actuation test, system air leak test and glucose test passed. Load cell verification passed. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An interior inspection showed dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient reported draining slowly and performed a manual drain of 3400 ml following their treatment on the cycler. The patient largest fill volume was 1502 ml. The reported manual drain volume of 3400 ml was 226% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill event. The pdrn stated the patient's dialysis cycler was replaced and the patient¿s cycler issues were resolved.